Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible background speaker error. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating patient involvement. Device evaluation completed on 15feb2022: the device was returned to smiths medical. Unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine the intermittent of the error. Replaced speaker as a preventive measure. No causes or potential causes to the customer's reported problem were found during the DHR review. The device is one year old.

Event description:
Additional information received via email on 26-jan-2022: there was no patient involvement on this equipment issue.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was cracked on lower right front corner of top case. A review of the event history log identified primary audible alarm background (bgnd). During functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the primary audible alarm. Replaced speaker as a preventative measure.